Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned chisel confirmed the reported event as the chisel has fractured from the main handle body. The chisel and cap show signs of repeated use (scratches, gouges, wear). The device history records were reviewed for deviations and / or anomalies. Unrelated anomalies / deviations were identified. No medical records were provided. The device exhibits signs of heavy use and the device breaking is attributed to wear and tear of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product is in process of being returned.

Event description:
It was reported that the instrument was fractured during the surgery and there was no injury to the patient.